Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This complaint is still under investigation. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome does not cut properly. The event did not occur during a procedure. It was while testing the device. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 25, 2018, it was reported that the dermatome does not cut properly. The device cut thinner pieces than the setting intended. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. Product review of the air dermatome by medicrea on july 6, 2018 revealed that the entry calibration failed. The air motor was worn and corroded. The control bar did not conform to the input tests. The aluminum lever was worn and the lever etched was from the old version. Repair of the air dermatome was performed by medicrea on july 23, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, aluminum lever and ball plunger. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the entry calibration failed. The air motor was worn and corroded. The control bar did not conform to the input tests. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the entry calibration failed. The air motor was worn and corroded. The control bar did not conform to the input tests. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the dermatome does not cut properly. The device cut thinner pieces than the setting intended. The event did not occur during a procedure. It was while testing the device. Attempts have been made and no further information is available at this time.